Manufacturer narrative:
Upon receiving additional information of the reported event, it was determined to be not reportable. There was no issue with the product. The initial report should be voided.

Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable. There was no issue with the product. The initial report should be voided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that multiple shims (tasp) were found to have missing ball bearings. There was no patient involvement.